Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump had some cracks on the battery compartment. The customer stated that she was treating her blood glucose with manual injections since the insulin pump died and went blank. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was monitored for several days with no blank display anomaly noted. The insulin pump was received with normal operating current and no damage was found on the lcd isolation tape noted. However, the insulin pump was received with cracked case at the display window corner, broken battery tube threads, cracked reservoir tube lip, broken belt clip slot, minor scratched display window and broken battery cap.